Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). A correction bolus was administered to address bg levels. System check with tandem technical support indicated the pump was performing as expected. Customer was guided through an infusion site change and resumed insulin.